Manufacturer narrative:
Based on the information provided, review of the surgical technique manual, IFU and fmeas, the most probable root cause is implant late loosening possibly exacerbated by the patient's extrememly small pelvis anatomy. Three ifuse implants. 7x50 mm, 4x35 mm and 7x40 mm. The ifuse implant part and lot numbers are not known.

Event description:
The patient had left side si joint arthrodesis in (B)(6) 2017 where three implants were installed. The patient has an extremely small pelvis. The patient had six months of si joint pain relief before reporting a recurrence of si joint pain. The new surgeon determined that the superior and middle positioned implants were loose. In (B)(6) 2019, the surgeon performed a revision procedure where he removed all three implants and replaced them with wider and/or longer implants of the same type. The status of the patient following the revision procedure is not known.